Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient on a cobas e 801 analytical unit, compared with an unspecified elisa testing method and an abbott analyzer. The patient had a "positive" anti-hcv result by the elisa method, but then had two "negative" results on the e801 analyzer. An additional test was performed on an abbott analyzer, which gave a "positive" test. A re-test was performed on the e801 analyzer, and the result was "negative". No specific results were provided. No questionable results were reported outside of the laboratory. It is not clear whether all testing was performed on the same sample or different samples.

Manufacturer narrative:
The analyzer serial number is (B)(6). A patient sample was received for investigation. The investigation is ongoing.